Event description:
It was reported that during a pulsed field ablation procedure, the catheter slider was catching and prevented the array from fully r etracting back into the catheter at the end of the procedure. Troubleshooting was performed to determine if the issue was due to the sheath having a slight curve, but the slider still did not advance. It was noted that the pv tracking guidewire inside the loop catheter had some kinking, which may have contributed to the slider catching. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 990045 product type: guidewire product event summary: the psc100 catheter of lot number 0012751359 and data files containing two video files were received. The videos showed that a catheter was inserted into a sheath. A guidewire was then inserted inside the catheter. However, the slide mechanism was stuck and unable to move beyond half of its sliding range, preventing the spiral array from being extended. Visual inspection was carried out. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. Catheter identification and ablation was carried out. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Catheter to sheath compatibility testing was conducted. During compatibility testing, catheter to the sheath insertion failed due to a stuck slider on the catheter. Verification of steering mechanisms was carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was conducted. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity and hipot verification (where applicable): electrical continuity test did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the shaft segment, entangled electrode wires were observed. In conclusion, product and data analysis confirmed the slide issue, the catheter failed the return product inspection due to entangled electrode wires observed on the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.